Event description:
Boston scientific received information that there were concerns that this implantable cardioverter defibrillator (ICD) was depleting prematurely. It was also reported that the product was exhibiting extended charge times. At this time, elective replacement indicator (eri) has not been declared and the product remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted for reported normal battery depletion over three and a half years later. The ICD was returned for analysis.